Event description:
Patient suffered cardiac arrest at home and was transferred to our facility on (B)(6) 2012. Patient required ECMO support on (B)(6) 2012. Patient remained on ECMO w/o incident until (B)(6) 2012. At approximately 17:30 on (B)(6) 2012, there was concern that the ECMO circuit had clotted due to evidence of low-flow. The circuit was changed within 60 seconds but the patient became unresponsive and a CT scan demonstrated an anoxic brain injury. The family elected to withdraw care and the patient expired on (B)(6) 2012 at approximately 1700.